Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported that on (B)(6) 2021, a surgimend prs mesh (ID 606-907-001) was used on a female patient undergoing breast implant reconstruction. In november 2021, red breast syndrome was observed towards the end of the patient¿s first chemotherapy cycle, and in (B)(6) 2022, the patient's skin became red on and off, the skin was getting thinner, and the implant was extruding. They will be converting to autologous flaps for the patient.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10. Complaint sample was not returned for evaluation. Therefore, an evaluation of the device could not be performed. Lot number information has been provided. Therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.